Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. However, it is likely that no air/water flow occurred due to the user could not conduct reprocessing properly and remove the foreign material due to leakage from plug unit. The root cause of the failure could not be determined. The event can be detected and/or prevented by following the instructions for use which state: inspection of the air-feeding function, inspection of the objective lens cleaning function, leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the device malfunction occurred during the middle of a diagnostic colonoscopy procedure. The user was able to reach the cecum and the device would not inflate any longer. The procedure was completed with a similar device. A delay of five minutes occurred to switch out devices. No additional medical intervention required. The reported device malfunction did not impact the diagnostic outcome of the procedure and the condition of the patient was not impacted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.